Event description:
It was reported the patient had to be taken to their local ER for fever and headaches after their trial leads pulled out. After some tests the mild wet tap and infection was diagnosed when they went to the hospital after having an MRI. The patient had a reaction to the antibiotics prescribed so they are being prescribed a different type of antibiotic and is in stable condition.

Manufacturer narrative:
Section b5: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg model:mn10350-50a, UDI: (B)(4), serial:(B)(6), batch: 10191803 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.